Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and power cord were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed a communication error between generator and workstation. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.